Event description:
It was reported that the his bundle lead exhibited high thresholds. It was also reported that the his bundle lead exhibited intermittent loss of capture. The lead was capped and replaced with a right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.